Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: received sample for analysis. Sample received was evaluated. Reported issue may be related to "plates don't close properly" which is caused by "tie too long". During sample evaluation this was discarded since tie was properly assembled. Lower hinge of the plate was broken. It was not possible to lock the reservoir. When the plate is broken, plate remains open and it's not possible to assemble a sample with a broken plate at the manufacturing line. Therefore, other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Sample had lower hinge of the plate broken. Based on the present analysis, it is determined the reported issue was replicated, however is not related to manufacturing process and other external causes may have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a rectal resection procedure on (B)(6) 2019 and a reservoir was used connected to a drain. The reservoir could not be locked after collecting exudate in the ICU. It was found that bottom flap of the reservoir was misaligned. The reservoir was used for pelvic floor.. Further details are not provided. There were no adverse consequences to the patient.